Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery gauge fluctuating malfunction was verified. The alleged battery charging malfunction could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was slow to charge. In addition, the customer believes the battery gauge drops quickly and increase while not connected to a power source. Review of the pump data logs by tandem technical support showed the battery depleted from 55% to 1% and shut off within one day. There was no impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.